Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an intermittent audio output and a hypoglycemic event was reported. It was reported that the patient was in a parking lot looking for his car, when a passerby noticed he was trying to enter their car and that patient was confused. The patient¿s blood glucose (bg) value was 38 mg/dl and was not alerted by the receiver. The paramedics administered the patient with glucose intravenously and transported the patient to the hospital where he was fed a meal and released. At time of contact, the patient was at home and fine. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.